Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. Analysis was performed and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for elevated impedances measured at high values. Fluoroscopy confirmed a lead fracture. The helix was unable to be retracted. Locking styles was used with counter-clockwise turning of the lead body and counter traction. Ultimately, the lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)